Event description:
Customer reported duplicate and multiple results containing one date and time when downloading device info. Customer stated results are not in chronological order. A request for return product was made and replacement product was sent.